Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system not turning on. The complaint did not include further details about the nature of the issue. No service has been performed by philips since the service quotation was cancelled by the customer and a new case will be created once approval is received or the contract is updated. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.